Event description:
Event: stenting of renal artery. Case details: a superior seal was not initially achieved due to a large flap of calcium near the right renal artery. The superior attachement system was re-ballooned, causing stenosis of the right renal artery. A stent was placed in the right renal artery. A competitor cuff was placed at the superior hooks in order to achieve a seal.